Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a total fluid loss from the system. Upon explant, no hole or breakage was identified. All the components were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, leak and functionality tested. The visual inspection revealed that the pump kink resistant tubing (krt) was worn to the filament; pump passed visual inspection, no damage or abnormalities were found. Pump passed the leakage test. The pump failed resistor flow rate test and passed the poppet pressure high flow test. The balloon was visually inspected leak and functionality tested. No damage or abnormalities were found in the balloon and the balloon passed the leakage test. Balloon failed the functional test. The cuff was visually inspected, and leak tested. The visual inspection revealed that the cuff has folds, and no leaks were found. Based on the information available and analysis results, can be concluded that the pump failed resistor flow test with volume above and the balloon failed functional testing with output below specification were the most probable cause of the complaint; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a total fluid loss from the system. Upon explant, no hole or breakage was observed, and the cause of the fluid loss was not identified. All the components were removed and replaced with a new one. No patient complications were reported.